Event description:
It was reported that implants have to be revised due to heterotopic bone growth.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.